Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months ago. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7074666/7078797/7074726.

Event description:
It was reported that the patients lead migrated which was confirmed through x-ray and the patient was not getting an adequate pain relief. The patient underwent a revision procedure wherein a lead was added. The patient was doing well postoperatively.